Manufacturer narrative:
The investigation concluded the root cause of the failure could not be determined, however, improvements to the tip design will be released in an effort to improve tip strength. Review of manufacturing history records found a total of (B)(4) pieces were released for distribution on 11/16/2016 ((B)(4)pcs) and 11/22/2016 ((B)(4) pcs) with no deviation or anomalies. Two-year complaint history review found this to be the first report of this nature for the reported lot. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00018 / 00019).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00018 / 00019).

Event description:
During a procedure performed on (B)(6) 2017, the doctor prepped l4 with a 3.5 mm drill and then used an awl. Upon placing a 7.5 mm x 40 reform pedicle screw, ha coated, about half way down he realized how hard the bone was so he backed the screw out and proceeded to tap the pedicle with a 6.5 mm ha tap. Upon reinsertion of the 7.4 mm x 40 mm reform pedicle screw, ha coated, the tip of the short reform driver, stk adapter (c2602) broke when the screw was still a few mm proud. The broken tip was removed from the screw and the doctor switched to a reform driver with mechanical lock (hxx-39-0001) and the tip of this driver also broke. The pedicle screw was then "helicoptered" out and replaced with a 6.5 mm x 40 mm reform pedicle screw ha coated, using another driver readily available.